Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime test at 3.0 lbs due to moisture damage inside the force sensor resistor. The insulin pump passed the stop current test, run current test and displacement test. No battery changes time frame anomaly noted. Unable to perform the self test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor system alarm. Moisture damage found on the electronics and motor. The insulin pump had cracked case at display window corner, battery tube threads, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.  The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump was exposed to moisture. They went into a pool with the insulin pump on. The customer stated there was fluid under the screen. Troubleshooting was performed. The customer¿s blood glucose level was 140 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.